Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, the ring was explanted and replaced with an unknown device. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the 30mm annuloplasty ring was replaced due to residual regurgitation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the 30mm tricuspid annuloplasty ring position was replaced with a 26mm ring of the same model. If information is provided in the future, a supplemental report will be issued.